Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt complained of feeling lightheaded/dizzy. The log file was reviewed and there was no sources for the symptoms were noted.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.